Event description:
I had lasik surgery and now suffer from a posterior vitreous detachment, or floaters in the eyes. It has ruined my ability to use and enjoy a camera and a computer. I also used a camera and computer for occupational purposes as well. I see black spots in front of my eyes, especially in the bright daylight and when looking at bright computer screens. I also have extremely dry eyes, light sensitivity, and halos and starbursts at night. Dose or amount: #1 phoropter rx os -6.25/- 50x140, frequency: 5548 shots, 90 sec, route: intracorneal, #2 phoropter rx od -5.00/- 50x68, frequency: 4890 shots, 81 sec. Route: intracorneal dates of use: one day, diagnosis or reason for use: to have corrected vision without glasses.

Event description:
I had lasik surgery with the alcon 6000 laser. I had vitreous eye floaters from the get go. I also have left eye pain, spikes of light at night, halos and glare. I've reported these problems before. It is time for the FDA to step in and make lasik surgery illegal. I have read too many stories of people who have been injured by this damaging surgery. I have been left with a visual disability with no recourse. Lasik surgeons lie to their pts and are not liable for their damages. It is blood money and it is high time that the FDA re-evaluate this dangerous surgery. You need to step in now and end the destruction of healthy eyes. Dates of use: 2007. Diagnosis or reason for use: to correct nearsightedness.continued visits to ophthalmologists and retinal specialists.